Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure before the 3.5x38mm xience pros stent delivery system entered the guiding catheter the stent dislodged from the balloon. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement could not be determined. In this case, it is possible that inadvertent mishandling during preparation / sheath or stylet removal may have contributed to the reported stent dislodgement; however, this cannot be confirmed as the device was not returned. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.